Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 2. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics. The patient was recovering.

Manufacturer narrative:
(B)(4). Date of occurrence is unknown during (B)(6) 2013. A review of all batch record documents was performed on h13a11018 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. (B)(4).